Manufacturer narrative:
(B)(4). Medical devices: vanguard cr ilok fem-rt 75, catalog#: 183014, lot#: j3910422; biomet cc cruciate tray, 79mm catalog#: 141235, lot#: j3925180; biomet tibial locking bar, catalog#: 141205, lot#: 166730; unknown stryker cement, catalog#: ni, lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right knee revision for infection, poly swap and wash out around eleven (11) months ago. Subsequently, was experiencing a burning sensation and pain in his knee and was again revised due to infection and a poly swap was performed. No additional information is available at this time.